Event description:
It was reported that the user experienced a hyperglycemia event attributed by the user to a different time of meal, with ketones ranging from trace to moderate, and the user denied diabetic ketoacidosis. Symptoms included insufficient clinical detail. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of available information. Investigation of this case revealed no findings available, no specific medical device problem identified, and no implicated device component due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.